Event description:
Intravenous heparin drip infused via ivac variable pressure volumetric pump. 500cc bag hung at 1700; pump set for 16 cc/hr. Entire 500 cc infused in 2 hours, 10 minutes (by 1910). Pt became unresponsive and expired at 2028.